Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba and found that, the unit is functioning within specifications. With the volume set to 450 ml the vte reading was 380 ml, delivered was 430 ml and vti was 437 ml. Note: in this case vte spec is 450 +/- 90 ml and delivered is 450 +/- 45 ml. Pcba was installed into a known good vela test vent and calibration was performed. Unit functioned normally when set to the test parameters. Finding/root-cause: could not duplicate, low volumes vte:392, vti:460, complaint allegation.

Event description:
The customer reported that the ventilator is giving low monitored vte. No patient involvment.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the main pcb for fix the reported issue. Performance testing was completed and the ventilator operates according to specifications.